Manufacturer narrative:
The issue is still being investigated by manufacturing site. According to the information provided by the customer, the issue occured while positioning the light head for the procedure. Patient was not injured during this event. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with one of surgical lights- x-ten. As it was stated, the light head fell down during procedure. There is no information provided if the light hit any person however we decided to report the issue based on the potential as light head detachment may lead to an adverse event. (B)(4).

Event description:
Manufacturer reference number: 199583.

Manufacturer narrative:
Getinge became aware of an incident with one of surgical lights ¿ x-ten. As it was stated, the light snapped off from the arm during the procedure but it is unknown if the cupola has hit any person. We decided to report the issue based on the potential as detachment of the light head may lead to an adverse event. It was established that when the event occurred, the light head did not meet its specification at the time. The device was being used for patient treatment. During the investigation it was found that the reported scenario has to date never lead to serious injury or worse. Detached cupola is found by subject matter experts to most likely be caused by an excessive or repetitive mechanical stresses, intensive use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendations would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The issue described in our assumption is being addressed with a field action z-1927-2018 (msa/2017/002/iu) launched on (B)(6)2017.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).